Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device was discarded.

Event description:
During procedure, the tip of the driver broke. Procedure was completed successfully with no surgical delay or adverse consequences.